Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with a device that exhibited intermittent ventricular undersensing. It was noted that a patient had an episode of ventricular tachycardia (vt), but the device did not detect the arrhythmia or deliver a shock. Instead, the device categorized the event as noise. The patient was found deceased by their family later that day. The clinician was unsure whether the death was related to the device malfunction or due to patient's old age.